Event description:
It was reported that the left ventricular (lv) lead dislodged and was programmed off. The lead was subsequently capped but not replaced at the patient's next defibrillator change since the patient was fine without an lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284trk implantable cardioverter defibrillator, (B)(6) 2008; 6947 implantable tachy lead, (B)(6) 2008; 5076 implantable pacing lead, (B)(6) 2008. (B)(4).